Manufacturer narrative:
On previously submitted report, addresses in the section d and g were wrong. Section d and g has been updated/corrected in this report.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor needs to replaced to address the issue. There was evidence of contamination.